Manufacturer narrative:
B5 - lens was explanted and replaced on (B)(6) 2023 with a shorter length lens and problem was resolved. Reportedly, "solved the vault problem, is perfect." Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: unreactive(fixed) pupil. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -14.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Elevated iop(22mmhg) without pupil block and angle closure(assessed on (B)(6)2023), unreactive(fixed) pupil, and excessive vault were observed. The lens remains implanted. Cause of the event is reported as unknown. Reportedly, lens exchange requested.